Event description:
Boston scientific crm received information that this guidant cardiac resynchronization therapy-defibrillator (crt-d) was associated with a report of oversensing of the patient's chronic atrial fibrillation that resulted in periodic episodes of pacing inhibition that did not result in adverse patient effects. A boston scientific field representative reported the sensitivity setting of the patient's crt-d was reprogrammed and appeared to have resolved the issue. This report will be updated if additional information is received.

Manufacturer narrative:
The device subsequently was explanted 17 months later and returned for analysis. Review of the episode electrograms confirmed the clinical observation. External visual inspection noted scratches on the case and some body fluid contamination in the lead barrels and a hole in the right atrial positive sealplug. All other sealplugs were intact, and all setscrews operated normally. A review of the device memory noted no resets, errors, or fault codes. The device case was removed; internal visual inspection noted no irregularities. Based on recorded data from device operations and an engineering calculation based on programmed values, this device met longevity expectations. The device was then put through and passed a series of automated diagnostic tests that verified the performance of the defibrillation, pacing, sensing, high-voltage shocking, and recording functions of the device.